Event description:
It was reported that, during a procedure, the touch screen was not working properly. The procedure was cancelled while the patient was under anesthesia. There were no patient complications.